Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer stated they have exhausted all options and the air bubbles were still present. Customer reported trying a smaller reservoir, but the problem persisted. Customer's blood glucose was unknown. The customer declined to return the product for analysis.